Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Critical random access memory parity error occurred on (B)(6) 2015. The por severity is low so the device should be able to fully recover after reset. (B)(4).

Event description:
It was reported that the patient was "feeling a little tired lately." It was noted that the device had an electrical reset message. Reprogramming was performed to clear the reset and the device remains in use. No further patient complications have been reported as a result of this event.